Manufacturer narrative:
Investigation is ongoing.

Event description:
When the ventilator was turned on, it released a smell indicating a burning component. A capacitor on the driver board had burned. The device alarmed visually and acoustically and showed multiple technical failure codes. The incident did not occur during ventilation.